Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device intermittently would not power on and would not display when placed on the charging pad, and the device was described as hot while on charge; the device was replaced and the original was requested for return. Symptoms included no injuries and no reported glycemic events. Outcomes included replacement of the device and user guidance to shut down the original unit, continue cgm use, and return the device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.